Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was taken to the emergency room. Multiple follow up attempts were made by tandem technical support to obtain further information, however, no response was received by the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.